Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading was 37 mg/dl. The customer also reported that the up arrow appears to be stuck as the numbers are ramping up on their own. In addition, the customer reported receiving no delivery alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had intermittent button response due to corroded keypad traces.